Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false af and premature ventricular contraction episodes were observed. Device will be monitored. Patient was stable.